Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported suture malposition backwall stitch could not be determined. Additionally, a definitive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 1/1/2025 d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title ¿percutaneous management of suture-based vascular occlusion - a case series and benchtop model¿.

Event description:
This study focused on patients who underwent large-bore arterial access closure complicated by occlusions related to the proglide vessel closure device. The occlusions were managed through percutaneous endovascular interventions using a cutting balloon. A benchtop model utilizing silicone tubing was developed to simulate the occlusion mechanism caused by proglide and to compare the use of non-compliant versus cutting balloons in this context. A 6mm cutting balloon successfully cut the monofilament polypropylene at 3 atmospheres, whereas a 5mm non-compliant balloon failed, even at a burst pressure of 24 atmospheres. Based on findings from the benchtop model and applications in the clinical practice, peripheral cutting balloon therapy should be considered in vessel occlusion related to closure with suture-based vessel closure device. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous management of suture-based vascular occlusion - a case series and benchtop model".